Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor was lifting and the lcd screen was scratched. Review of the event history log showed no evidence of the reported issue. Functional testing, which included no disposable alarm testing, was unable to duplicate the reported issue. The pump was found to run accurately with no alarms displayed. As the product was beyond a year from manufacture and with no indication of a manufacturing defect found during evaluation, no device history review was performed. Per service history review this device had not been in for service in the past year and there was no indication the issue was related to a previous service., corrected data: h6: health effects b3: unknown; no information has been provided to date.

Event description:
It was reported the device "cassette not attached alarm". No patient injury/involvement reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.